Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ regional anesthesia trays spn whit27g3.5 were "contaminated". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device lot #: 0001180002. Medical device expiration date: 4/30/2020. Device manufacture date: unknown. Medical device lot #: 0001206284. Medical device expiration date: 6/30/2020. Device manufacture date: unknown. Medical device lot #: 0001231457. Medical device expiration date: 9/30/2020. Device manufacture date: unknown. Medical device lot #: 0001221728. Medical device expiration date: 8/31/2020. Device manufacture date: unknown. Four samples were returned for evaluation. A visual evaluation of the samples confirmed the following: the sample from lot 0001180002 had debris on the 3ml syringe (debris identity could not be confirm by the investigation but appears to be residual debris from the shipping container), the sample from lot 0001206284 had damage to the pvp iodine component causing it to leak within the tray. The sample from lot 0001231457 contained a hair within the tray. Evaluation of the sample from lot 0001221728 was unable to confirm the reported failure mode for this sample. For the identified hair, the most probable cause for the hair was identified as an inadvertent transfer of hair from the applicable manufacturing associate to the affected tray. For the identified debris on the syringe, the most probable cause for the debris was transfer of debris from the shipping container to the affected component prior to placement within the finished good tray. The most probable source for the damaged prep component is damage during transit prior to receipt at the customer. Based on the identified probable root causes, all affected manufacturing associated will receive employee awareness training regarding the identified failure mode and probable root causes. A review of the applicable device history records demonstrated all inspection results passed per the DHR process and no anomalies were noticed during production.

Event description:
It was reported that the bd regional anesthesia trays spn whit27g3.5 were "contaminated". There was no report of exposure, injury, or medical intervention.